Event description:
A customer contacted beckman coulter inc (bci) stating that the wash concentrate bottle broke and was leaking. No injury was reported.

Manufacturer narrative:
Customer was sent a replacement.